Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that due to concern about lead position surgery was performed on (B)(6) 2013 and insulation anomaly was noted on the ventricular lead due to subclavian crush.